Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported abdominal discomfort, distention and bloating, as if she were overfilled with fluid, during therapy using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the total ultrafiltration was - 125mls, the hp was in dwell 4 of 4 and wanted to manually drain. The hp manually drained 800mls of the programmed fill volume of 2500mls. Afterwards, the hp felt comfortable and continued therapy to completion without further difficulty. According to both the hp and the dialysis center nurse (rn), there was no patient injury or medical intervention. Review of the cycler's programming at the time of the incident revealed the hp was performing tidal therapy, total volume = 10000mls, fill volume = 2500mls, tidal volume = 95%, total ultrafiltration = 0mls, last fill volume = 0mls. The hp indicated she was new to apd therapy and was accustomed to performing continuous ambulatory peritoneal dialysis (capd) exchanges of 2000mls.

Manufacturer narrative:
(B) (4). Add'l 510k#: k923065. Baxter requested the device for evaluation; however, the customer declined to make the device available. Review of this incident revealed the total ultrafiltration (uf) may have been programmed too low at 0mls, resulting in an incomplete drain of the hp's uf each cycle followed by the programmed fill. As a result in an incomplete drain of the hp's uf each cycle followed by the programmed fill. As a result of this incident, the hp's cycler has been reprogrammed. The fill volume was reduced from 2500mls to 2200mls and the total uf was increased from 0mls to 600mls (150mls uf removal per cycle). According to the hp, she no longer feels overfilled with fluid since the cycler was reprogrammed and continues to use the cycler for apd therapy.